Event description:
The customer observed an erratic b12 result while using the architect b12 assay. It is unclear which result is correct. The customer provided the following results (reference range 187-883 pg/ml) (B)(6) 2013: 159 pg/ml; (B)(6) 2013: 231 pg/ml; there was no adverse impact to patient management reported.

Manufacturer narrative:
This issue was previously reported under MDR number 3008344661-2013-00047. The incorrect manufacturing location was documented. This report was generated to document (B)(4) as the manufacture location. Evaluation: further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using lot 27905ui00; testing met the acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend for the lot in question. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect b12 assay, list 07k61, lot 27905ui00, was identified.